Manufacturer narrative:
This report is submitted on august 31, 2022.

Event description:
Per the clinic, open circuits were noted on 9 electrodes. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.